Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error and the pump was exposed to moisture. Customer's blood glucose value was unknown. Customer got pump wet yesterday with water and the pump had been beeping all night. Customer pump the pump in rice. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive down button due to corroded keypad traces. No moisture damage electronic assembly during visual inspection.